Event description:
Interrogation of the returned vns generator found that the device was programmed to settings indicative of a faulted diagnostic test being performed. The vns programming history was reviewed; however, there was missing data so it could not be confirmed when the programming anomaly occurred.

Manufacturer narrative:
Analysis of programming history.